Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the device breakage cannot be determined. The possible retained piece is made of 17.4 ss (stainless steel), a not implantable alloy; therefore, the patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. Per report, the procedure completed with a backup device, with no delay or injury. Therefore, no further clinical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during procedure the evos sm 2.5mm fixed handle linear hex dr broke inside of the patient. Surgery was finished with an s+n back up device. No injuries or surgical delays reported.